Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic gastric bypass procedure on (B)(6) 2018 and topical skin adhesive was used. The device began to bubble up on (B)(6) and began to come off on (B)(6). The patient saw a dermatologist on (B)(6) who put her on a topical steroid and antibiotic. There was no culture performed and was precautionary. The patient visited the doctor on (B)(6). The wound was still itchy and the patient was packing it and changing dressing. The patient is allergic to adhesives. The patient experienced a severe allergic reaction/contact dermatitis.